Event description:
It was reported that, a 980 ventilator generated an graphic user interface (gui) error message. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se reseated the gui cable connector. The se performed calibrations and extended self-testing on the device and all tests passed.